Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was giving an o2 (oxygen) inlet high alarm. There is no information of patient involvement as of this time.

Manufacturer narrative:
Result of investigation: vyaire medical was able to confirm the issue - the unit was giving an o2 (oxygen) inlet high alarm. Vyaire field service representative (fsr) evaluated the device on-site, and ran initial performance test and received o2 inlet errors. The o2 pressure was calibrated and passed, as well as the fio2 (fraction of inspired oxygen). The blender was then calibrated to 5 l/m and 15 l/m o2 regulators. The fio2 and o2 inlet issues were now resolved. Operational verification procedure (ovp) was performed having passing results, and the unit has met factory specifications.